Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis on 1/5/98, subsequently the pt experienced pain and possible infection of both breasts. The devices were removed on 2/9/98.